Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During the device inspection and testing, the customer¿s reported issue was confirmed. In addition, the bending rubber was scratched, the internal wire braiding inside the bending section was cut, and the adhesive in the bending section was missing. The leak inspection found no leak was detected. The investigation is ongoing; therefore, a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported that the image would disappear when the right angle was applied during the procedure. This occurred several times during the procedure. The therapeutic laparoscopic procedure was completed using the same device. There was no patient our user injury reported due to the event. It was noted that there was no abnormality in the left angle, and no abnormality was found in the device appearance or on the connector contacts. It was unknown if an error occurred when the image disappeared.

Manufacturer narrative:
This report is being supplemented to provide additional information, based on the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. Based on the results of the investigation. The root cause of the reported ¿image disappears when the right angle is applied¿ issue could not be determined. However, it is probable, the issue was the result of a short circuit in the video signal of the image sensor cable. In addition, since there are scratches and chipping of the bending rubber glue, as well as torn braid. Which occurred, simultaneously. There is a probability, that an external load was applied to the bending section, such as pulling the endoscope diagonally from the trocar or pulling the endoscope from the trocar. While, the angulation was operated there, by applying a load to the image sensor cable. Resulting in short circuit of the image sensor cable. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.